Manufacturer narrative:
Patient¿s weight is unknown. Date of event: unknown. This report is for one (1) unknown end cap for retrograde femoral nail. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Date of original implant is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. PMA/(510k): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient with a femur fracture was treated on an unknown date with a retrograde-antegrade femoral nail (rafn), end cap for nail, spiral blade and three screws. On a subsequent unknown date, the patient developed a non-union and suspected infection and was returned to the operating room on (B)(6) 2017 for hardware removal. There was no reported broken hardware, no surgical delay, no fragments generated. Cultures were taken at the time of removal for the suspected infection. The patient was reportedly not revised to any other fixation system, and surgery was completed successfully. The patient remained stable during and following the surgery. This report is for one (1) unknown end cap for retrograde femoral nail. This is report 2 of 4 for complaint (B)(4).